Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced shortness of breath approximately four hours after implant. X-rays were taken and came back normal. The patient was discharged that same day this is a clinical study patient. The event is stated to not be related to the device, but possibly the procedure.